Event description:
It was reported that this pacemaker was found to be in safety mode. Codes 0x0 was displayed. Technical services recommended device replacement. Subsequently, the device was explanted and replaced. The device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption and the device reverting to safety mode.

Event description:
It was reported that this pacemaker was found to be in safety mode. Codes 0x0 was displayed. Technical services recommended device replacement. Subsequently, the device was explanted and replaced. The device is expected to be returned. No additional adverse patient effects were reported.